Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient was hospitalized for the peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated intraperitoneally with an unspecified antibiotic (dose and frequency not reported). At the time of this report, the peritonitis was resolved and the patient was recovered from the event. The action taken with dianeal was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon follow up it was reported and verified the peritonitis was due to a ¿bacteria infection¿ (unspecified). Should additional relevant information become available, a supplemental report will be submitted.